Event description:
When the patient came in for a pump disconnect, it was noted that the ambulatory chemotherapy pump was still full of medication. The port was not clamped, brisk blood return was verified and the port flushed easily with saline.